Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a mildly calcified and heavily tortuous lesion in the renal artery. The 6.0x19mm otw omnilink elite stent delivery system (sds) was advanced through the sheath however when the stent marking point on the delivery system was exposed to the sheath, it was noted the stent had dislodged from the balloon in the sheath. The sheath and sds with the dislodged stent were removed together. Another same size omnilink elite was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned stent. The reported stent dislodgement was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported stent dislodgement could not be determined; however, factors that may contribute to stent dislodgment include, but are not limited to, negative pressure during sheath removal, forced sheath removal, mishandling during product preparation for use, interaction with accessory devices, previously placed stents and/or patient disease state. In this case, it is possible the device may have interacted with accessory devices (sheath) during positioning/advancement, causing the reported stent dislodgement inside the sheath, ultimately contributing to the observed material deformation; however, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.